Manufacturer narrative:
Device is a combination product.

Event description:
(B)(6) study. It was reported that patient experienced cardiac angina. In (B)(6) 2015, the patient presented with cardiac angina and a promus premier was implanted in the distal right coronary artery (rca). In (B)(6) 2017, the patient presented with the complaints of chest pressure on exertion and deep breathing. Nitroglycerin was added to the medication list and cardiac catheterization was planned. Three days after, the patient underwent planned cardiac catheterization and was diagnosed with flow limiting distal rca disease with moderate to severe left main disease. Thirteen days later, the patient was hospitalized and had the planned surgery. The three vessel coronary artery disease was treated with reverse saphenous vein graft to the pda, reverse saphenous vein graft to the obtuse marginal (om1), left internal mammary artery to left anterior descending artery (lad). Five days post procedure, the patient was discharged from the hospital.